Manufacturer narrative:
This is 1 of 3 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a loss of communication between the transmitter and the pump. The customer reported that pump was exposed to fluid in reservoir compartment and motor no longer rewinds or advances. The customer reported a reservoir leak at 2nd o rings. The customer reported a blood glucose value of 387 mg/dl, and the current blood glucose value was 243 mg/dl. The customer experienced hyperglycemia and was treated with a manual injection, discontinued use of the insulin delivery system, and self-treated a severe glycemic excursion. The customer has blood glucose been high greater than 4 hours. The event involved product(s) mmt-332a, mmt-7040a, mmt-1884, mmt-442ag, and mmt-7841zn. Troubleshooting was performed for the high blood glucose. The customer was using the pump within 48 hours at the time of the event, and the auto mode feature was active at the time of the event. Troubleshooting was not performed for the loss of communication. Troubleshooting was performed for the fluid in pump, and the fluid is present in reservoir compartment. Troubleshooting was performed for the reservoir leak, and the customer does not have transfer guard. Troubleshooting was performed for the infusion set leaks customer reported an infusion set leak at the site. No further patient complications were reported. No product return is required for mmt-332a, mmt-7040a,mmt-442ag, and mmt-7841zn. The customer was instructed to discontinue device use. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement. However, pump error 37 alarm during the rewind test. Unable to perform the prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to pump error 37. Successfully downloaded history files and traces using thump and carelink. In further analysis in the pump history found one pump error 37 alarm on (B)(6) 2026 at 18:08:22.000. The test guardian link communicated or paired properly with the pump noted. No communication anomaly noted. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 27-jan-2026 listed on smartsolve due to insufficient data in the trace/history files. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. Pump was cut open to perform visual inspection found moisture damage on the pcba1, force sensor and corroded motor home switch. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment. Unable to verify customer alleged for high bgs. Pump error 37 alarm in the pump history and during the rewind test due to corroded motor home switch. Pump expose to moisture confirmed. Customer alleged not confirmed for communication issue between sensor and pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.